Manufacturer narrative:
The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.

Event description:
During the evaluation of the unit in 2007, the reported failure was confirmed. The failure was isolated to the main pcb. This is no associated with the recall. There was no patient harm reported.